Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device powered off when connected to a patient. The battery was at 100% full and then the battery was depleted. The biomed reported no error messages under the auto test summary were seen prior to the event. The patient involved was reported to not have experienced harm or adverse patient impact.

Manufacturer narrative:
.